Manufacturer narrative:
A review of the device history record could not be conducted as the lot number was unknown, however, to-date, no manufacturing problems have been reported. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: a similar complaint from the same facility was patient identifier c21115416. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device has not been returned for evaluation. Additional information has been requested from the user facility, it any becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the distal cap of the single-use distal cover separated and fell into the patient. According to the initial reporter, when they put the disposable cap on, they dipped it in water (cap is meant to be dry). When the cap fell off, they used a pair of graspers to remove it from the patient. They then pulled the scope out and put a new cap on to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU contains the following statements: ¿¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ though a definitive root cause could not be determined, investigation believes one of the following likely caused the reported event: anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor the field performance of this device.